Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw unable to tighten was confirmed in the laboratory. As received the v tip was damaged and septum material was noted inside the hex inset. Sem images confirmed that the hex inset was stripped.

Event description:
It was reported that during implant the pulse generator exhibited loss of capture and a set screw issue. The device was not implanted.